Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted as of this time. A call was placed to technical services on 08/15/2018 stating that the lead was involved with high threshold. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).